Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Result: the reported event of loss of height of the cage cannot be confirmed. The x-rays were reviewed by stryker r&d department and based on x-rays quality the level of reduction in height (mm) was determined to be inconclusive. Conclusion: failure of the implant could not be confirmed conclusively therefore a plausible root cause could not be identified.

Event description:
It was reported that a revision surgery occured for cage collapse.

Event description:
It was reported that a revision surgery occured for cage collapse.